Manufacturer narrative:
During inspection of the trulight 1000, it was figured out that the retaining sleeve was cracked and open, and the locking segment was missing. The arm was still attached to the ceiling but was precarious. The cause of the cracked and open retaining sleeve's is unknown. There was no issue with the retaining sleeve at the time of the last preventive maintenance in december 2024. It is conceivable that the breakage occurred due to a prior collision. The device was repaired and the retaining sleeve and locking segment replaced. The device is over 10 years old and passed it¿s intended service life. A material or production defect is unlikely. If the retaining sleeve is intact, the locking segment is covered and secured against slipping out. A screw further secures the retaining sleeve in this position. Probable cause: retaining sleeve broken due to foreign impact or collision. Based on the investigation results no further actions are required.

Event description:
Baxter received a report stating that trulight 1000 detached fromt its moveable arm in the ceiling. No harm or significant impact to the surgical procedure was reported.

Event description:
Baxter received a report stating that trulight 1000 detached fromt its moveable arm in the ceiling. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.